Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the problem. As a preventative precautions, all internal connections were reseated. Unit was calibrated and safety tested to factory's specifications.